Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. During lunch on (B)(6) 2025, the patient experienced nausea and vomiting. Upon checking their smartphone, the dexcom device was displaying an "urgent low" glucose alert. Without administering any medication or performing a fingerstick test, the patient proceeded directly to the emergency room accompanied by their wife. At the emergency room (ER), the hospital's blood glucose recorded a reading of approximately 400 mg/dl, while the dexcom device continued to show an "urgent low" alert. The patient continued to experience nausea and vomiting during this time. While in the hospital, the patient underwent several diagnostic tests, electrocardiogram (ECG), blood, urine, x-ray, and blood pressure monitoring. The patient was monitored throughout the visit but was unaware of the specific medications administered. The patient had IV medical intervention and was discharged the same day at approximately 10:30 pm, with a blood glucose reading of 250 mg/dl at the time of discharge. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.